Event description:
The doctor reports that during a procedure on (B)(6) 2017 an implant (oss510) was attempted to be placed, but the mount (mmc03) was so tight that it did not disengage. The doctor stated that he had another implant and could finish the surgery.

Manufacturer narrative:
Following the investigation on the returned product that was performed on october 2, 2017, it was found that the fixture mount that was stuck to the implant (oss510) returned on (B)(6), 2017 was not implant mount (mmc03) which was initially reported by the customer but if was the implant mount that come as a bundled device along with the implant. As a result, the prior submissions for MFR- 0001038806-2017-00327 submitted on june 12, 2017 is no longer needed due to the fact that this device malfunction will be reported along with the implant (oss510) on the alternative summary report as a bundled device in the forth quarter of this year. An osseotite implant (oss510) was returned with an implant mount engaged into the implant drive feature along with a cover screw. Visual inspection of the as received products identified signs of minor wear around the implant threads and the mount. There was evidence of gouging around the mount collar and the screw shank. The damages were most likely sustained during attempts to disengage the mount. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015 and biomet 3i surgical manual for tapered and parallel walled implants (instsm rev d 02/16). Information identified: precautions the surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, and aspiration. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. Documents identify instructions for connecting and inserting the reported ratchet extension: subcrestal implant placement protocol ¿ certain® internal & external hex connection tapered implants ¿place the implant in the prepared site at approximately 15 ¿ 20rpm. It is not uncommon for the handpiece to stall before the implant is completely seated.¿ the complainant indicated that the ¿driver was so tight that it did not disengage¿. The complaint was confirmed through visual and functional inspection of the as received products. A root cause could not be determined.